Event description:
It was reported that during an rf ablation of atrial fibrillation procedure the body surface ECG signals were presented with large noise, both on carto 3 and on the ep recording systems. They attempted to troubleshoot, however the noise persisted. Upon further follow-up, it was stated that the procedure was stopped due to this malfunction. The procedure was postponed for the next three to four weeks. Transseptal puncture had been performed prior to the case cancellation. The patient was under local anesthesia and stable. The patient had since been discharged. The physician does not consider cancelling the procedure posed any risk to this patient.

Manufacturer narrative:
(B)(4). It was reported that during an rf ablation of atrial fibrillation procedure the body surface ECG signals were presented with large noise, both on carto 3 and on the ep recording systems. They attempted to troubleshoot, however the noise persisted. This resulted in a case cancellation/ postponement to the next three or four weeks. The carto 3 system associated with the reported incident was inspected by bwi service engineer. The bs ECG cable was found defective and had caused the reported issue. The cable was replaced and then the system worked properly. Device history record was reviewed and no anomalies were noted in manufacturing or service. In addition, a corrective action has been opened to address and resolve this issue.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.(B)(4).